Manufacturer narrative:
Per the clinic, the patient experienced a bacterial infection at the implant site. Subsequently, the patient was hospitalized (specific date not reported) for the administration of antibiotics (specific date and type not reported) for 10 days. The infection has since resolved. Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2026, due to swollen skin flap around implant site. The patient was reimplanted with another cochlear device during the same surgery.